Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 480 mg/dl which was treated with bolus. Customer¿s other blood glucose level was 250 mg/dl. The insulin pump will not be returned for analysis.